Event description:
It was reported that cadd-legacy® 1 ambulatory infusion pump displayed a "double beep, no cassette" error. No injury was reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection revealed the device to be in "good" physical condition. Ninety-eight "no disposable" alarms were found in the event history log. The pump alarmed a double beep during investigation. A root cause for the reported problem could not be determined.